Manufacturer narrative:
On 08-nov-2018 arjo was informed about the complaint involving lifting pole and handle- accessories for the medical bed. The incident took place in hull royal infirmary in great britain. Following the information provided the patient (female, partly capable of performing daily activities independently) was using the adjustable strap and handle in order to lift herself up when the handle strap spool broke causing the patient to fall back onto the bed. The device was taken out of use right after the incident. As a result there was no injury sustained. The patient using the lifting pole with adjustable handle and strap was weighing 130 kg. The facility staff member confirmed that the patient was using the handle to support her entire weight rather than using it to just support herself. The defective part has the tractability mark showing that it has been manufactured on mar 2009, making the item over 9,5 years old at the time of the event (awareness date nov- 2018). The accessory was not under arjo service contract therefore the frequency and scope of the maintenance activities performed on the involved product remain unknown. In order to reduce the risk of patient using the device over its lifetime, the product instruction for use (e.g. 746-439 rev. 9) informs: "the operational life of the strap and handle is five years when used and maintained in accordance with the manufacturer's instructions. After this time the complete unit should be replaced." Additionally, the IFU indicates not to exceed maximum safe working load of the device: "do not exceed the safe working load of 75kg (165lb)" taking into account all the above it appears that this particular failure is the result of inappropriate use of the product (safe working load exceeded) and prolonged use of the accessory. Although there were no injuries reported, the complaint was decided to be reportable due to adjustable handle breakage while being in use. The accessory was reported to break and from that perspective, the item did not work up to manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2019 arjo was informed about the complaint involving lifting pole and handle. The event took place in (B)(6). Following the information provided the patient was using the adjustable strap and handle in order to lift herself up when the handle strap spool broke causing the patient to fall back onto the bed. The device was taken out of use right after the incident. As a result there was no injury sustained. The patient using lifting pole with adjustable handle and strap was weighing about 75-80 kg.